Event description:
During a shoulder procedure, the distal portion of the drill guide broke off into the patient. All was retrieved and the procedure was completed successfully without further incident or harm to the patient.